Event description:
It was reported that the patients scoliosis was aggravated by the spinal cord stimulator (scs). The patient underwent an implantable pulse generator (ipg) explant procedure. The explanted device was not returned.